Manufacturer narrative:
No battery cap was received with the insulin pump. No motor error alarm was noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was unknown at the time of incident. The customer also reported that they have troubles with removing the battery cap. The insulin pump will be replaced and will be returned for analysis.